Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the reported phenomenon was duplicated and there was no video signal output from the sdi out1 connector of the subject device due to a failure of the rear panel. After cleaning the ram, the otv error e117 did not occur. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based upon the information from the olympus local service department, olympus medical systems corp. (Omsc) surmised that there was no video signal output from the sdi out1 connector of the subject device due to a failure of the rear panel. The exact cause of a failure of the rear panel could not be conclusively determined. Error e117 is a communication control unit (ccu) failure error, but the ccu failure of the subject device was not found.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the laparoscopic cholecystectomy with the subject device, the otv error e117 occurred. The user completed the procedure by using the subject device. Other detailed information was not provided. There was no report of patient injury associated with the event.